Event description:
It was reported that when using the bd pyxis¿ es server user was unable to use global find on three stations. The customer confirmed that when attempting to search for an item, the item appeared in the search results, but selecting it resulted in the error: server connection failed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the server connection was failed on multiple stations. A technical support specialist determined that the issue with global find failing on the stations producing server connection failed and domain name system (dns) resolution errors was caused by a network communication problem between the stations and the server, as confirmed through server reviews, domain name system (dns) error checks, port validation, and coordination with the hospital¿s information technology (it) team. After information technology (it) corrected the underlying network configuration issues involving internet protocol (ip) settings, firewall rules, and virtual private network (vpn) routing, verified system integrity by inspecting structured query language (sql) services and confirming successful connectivity, which resolved the problem. Global find was functioning normally across all affected stations, and the customer had confirmed the resolution and requested case closure. The system functioned as intended after the technical support specialist and information technology team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to use global find on three stations. The customer confirmed that when attempting to search for an item, the item appeared in the search results, but selecting it resulted in the error: server connection failed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.